Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-02911 for the other associated device information. It was reported to boston scientific corporation that two endovive standard push peg kits were used in a peg placement procedure. Patient's weight was not provided. Per the complainant, during the procedure while attempting to pass the peg tube over the guidewire, it became stuck in the middle of the tube and the tube could not be pushed into the stomach. The physician thought the issue was the guidewire so he proceeded to cut the back end of the guidewire off. This did not help and the guidewire began to unravel at the point where it had been cut. The physician attempted to use the initial guidewire with a second endovive standard push peg kit, however, the guidewire had completely unraveled and the second tube could not be passed over it. The tube and guidewire were removed and a third endovive standard push peg kit was used with a new guidewire to complete the procedure. There has been no report of complications to the patient. Post procedure the patient's status is okay.

Manufacturer narrative:
The device has been received by this manufacturer; however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)